Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a rapid air loss. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event report ed.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and the iabp would fail portion of the patient interface module test. The fse calibrated 30 psi and the iabp unit would still fail. The fse then replaced the patient interface module and calibrated 30psi, and performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. Screw kit was replaced since every time a unit is serviced it needs to be replaced. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a rapid air loss. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event report ed.